Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that the patient underwent a one-level spine fusion. The fusion was anterior followed by a posterolateral fusion 2 days after the anterior. An unknown-time post-op, the patient developed a non-union and a pedicle screw was found to be broken.